Event description:
During a remote follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no abnormalities. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.